Event description:
At 2150, IV solution was found free flowing from primary bag. A new bag was hung earlier in the evening at 1940, along with a piggyback medication of 100ml at the same time. The rn checked in with the patient at 2050 and both lines were running normally. Then when the nurse returned at 2150, the primary bag of ns + 20meq kcl was found to be free flowing into the drip chamber. The line was immediately closed, pump shut off, and the entire unit was removed from the patient's room. The 100ml of the piggyback medication was administered, and approximately less than 100ml of the main bag was infused. The lot numbers in question are as follows: main infusion line lot # 0061176583 and secondary tubing lot #0061182351.